Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced left cerebral hemisphere acute infract involving the middle cerebral artery territory in brain post implant on (B)(6) 2012. The international normalized radio (inr) was at 1.8. A computed tomography (CT) confirmed a stroke on (B)(6), 2012. Neuro consult diagnosed right sided impairment. As of (B)(6) 2013 the patient is functionally limited, cannot speak, is confined to a wheelchair with total care being provided at home.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.